Event description:
It was reported that the ilet pump¿s touchscreen became unusable after the user observed a crack in the screen, which affected blood glucose management and prevented normal device operation; the user confirmed data sync prior to shutdown, and a replacement pump was arranged with instructions to shut down the device and return it. Symptoms included disrupted diabetes therapy management without injury. Outcomes included replacement of the device and continued cgm use with dexcom g6 while awaiting the replacement pump. Investigation included a review of the reported physical damage, user-reported performance impact, and device replacement logistics. Investigation of this case revealed physical damage to the display that rendered the touchscreen nonfunctional. It was concluded that the event was attributable to a cracked display leading to loss of intended device function, with user education provided and a replacement issued.